Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently a skin revision was performed on (B)(6) 2018 to remove the overgrowth and a steroid injection was also reportedly administered. The patient is being clinically monitored by their health care provider.